Event description:
According to the reporter: during the procedure, sparks were noticed from the unit. The patient was found to have sustained 3 burns (1cm, 1/2cm and 1/4cm), superior to navel on skin of abdomen. No further issues were reported. The device was removed from the surgical site immediately after the burns were noticed.